Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The product referenced in this MDR is not related to the additional claims of wear/corrosion. The part for this MDR is only related to the infection claim, which was determined to be not-reportable during the investigation. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The product referenced in this MDR is not related to the additional claims of wear/corrosion. The part for this MDR is only related to the infection claim. The reported event of deep/unspecified infection occurred >90 days post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors,  and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Legal reported left tha performed on patient. Subsequently developed left hip pain, and was treated for hip infection. Approximately eight years four months post implantation the head/cup was revised along with antibiotic beads placed. Surgeon noted tissue/muscle absent, as well as necrosis and yellow fluid under the fascia. Corrosion and wear were reported to trunnion/head.